Manufacturer narrative:
Customer report was confirmed. Rec'd (1) vamp adult system. Tubing was found completely broken off from uv bond joint with reservoir. Tubing was bent near the site of damage.

Event description:
Tubing connected to vamp adult was detached. Evaluation only..